Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type lead. Related regulatory report number = 3004209178-2017-16473 .

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that a lead replacement occurred on (B)(6) 2017, and the replacement lead was giving stimulation in the wrong location. Stimulation was active only in the left leg but should have been in the right leg. A second lead was implanted (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported after getting a second lead on (B)(6) 2017, the patient was getting stimulation in the correct locations. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the post-op notes from the 2-week follow up appointment stated that the patient was doing well overall. They were getting good coverage in their right leg and they had reported an appropriate amount of back pain. The MRI technician reported the patient was in need of spine MRI so compatibility guidelines were requested and reviewed. No further complications were reported or anticipated.